Manufacturer narrative:
Such event is known and generally caused by a failure to comply with the needle-syringe assembly directions, which are mentioned in the instructions for use. The design of the product, with a built-in luer lock and a double screw tread needle-syringe connection, makes needle disconnection/ejection unlikely to occur as long as the user safely screwed the needle onto the syringe.

Event description:
The event happened outside of the u.s, in (B)(6). According to the received information, when using the syringe to inject the patient with the provided needles, the practitioner experienced a needle ejection. No consequence for either the patient or the practitioner was reported. This event is reported considering the possibility that a recurrence of this type of issue can cause a serious injury, despite not being the case here.